Event description:
Sc200 3.0 and cartosound not validated. Subsequent validation findings identified error with depth not updating on screen.

Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.